Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) right after the device was implanted. The physiologist reprogrammed the device to 7.5v and they believed that the output was programmed to 0.1v but wasn't sure. Data was sent to technical services (ts) team for further review. This device currently remains in service. No adverse patient effects were reported.